Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v594488, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient has had the ins before and said their leads were in the wrong place so they are familiar with the process. No patient symptoms and no further complications have been reported as a result of this event.